Manufacturer narrative:
Corrected data: device evaluated by manufacturer, additional manufacturer narrative. Additional information: type of report: follow up, type of report: follow up,if follow-up, what type?: additional information/correction, event problem and evaluation codes. The biomedical engineer (bme) reported that the central nurse's station (cns) display screen went black and was not functional. The device was in use on patients, however no patient harm was reported. The unit was sent in to be evaluated. The problem of the cns display spring going black and not function was duplicated. Issue is due to defective mother pcb. The part is no longer available due to the model being discontinued. This was communicated to the customer.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen went black and was not functional.

Manufacturer narrative:
Details of complaint: on (B)(6) 2017, the customer at (B)(6) reported the following issue with central nurse's station (cns) mu-971ra; sn (B)(4), from patient monitoring: cns stopped giving a video signal to the monitor. Customer tried another monitor and the issue persisted. He swapped the cns with a known working cns they had using the same video cable & monitor from this cns, and everything was working. He sent this unit in for repair and requested a loaner. Service requested: repair/exchange. Service performed: on 11/16/2017 nk's repair center evaluated the unit: problem duplicated. Root cause was determined to be a defective motherboard # (B)(4). Repair center informed that this model was already discontinued, and no parts were available for repair. A new unit would need to be purchased. Unit was scrapped. Investigation determined the issue poses a high risk. The reported issue does not require further investigation through CAPA process. Investigation summary: the root cause of the issue was determined to be corrupt pcb.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) display screen went black and was not functional. The device was in use on patients, however no patient harm was reported. They would like to send the device in for repair.

Event description:
The biomedical engineer reported that the central nurse's station (cns) display screen went black and was not functional.